Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been one other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A non-health care professional reported following the intraocular lens implantation the patient had experienced swollen and puffy eyes and headaches. Additional information has been requested and received stating the symptoms still continuing, seeing allergist to do patch testing. There are two medical device reports associated with this event. This is 1 of 2.